Event description:
It was reported that device had early battery depletion. It was noted that the device lasted just shy of three years. It was noted that the physician stated the clinic had wrong programming of the device for the left ventricular (lv) lead vector. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.